Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on (B)(6), 2009. On (B)(6), 2009, the (B)(6) patient experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unknown. Follow up information was received on (B)(6), 2010 via medical records. On (B)(6), 2008, the patient had a neurologic evaluation for complaints of foot numbness, leg weakness and heaviness, and concern of peripheral neuropathy. The patient's symptoms began in (B)(6), 2008. The patient had mild degenerative disease and minimal l4-l5 foraminal stenosis, but only that would not explain her symptoms. The patient also reported having arterial studies of her lower extremities that were normal. The patient had some stocking sensory loss to her ankle or lower calf region and mild to moderate vibratory loss. On (B)(6), 2009, electromyography (emg/ nerve conduction studies (ncs) showed motor neuropathy mainly demyelinating with slowing of the latencies and velocities. There did not appear to be a radiculopathy in either lower extremity. On (B)(6), 2009, the patient had some mild unsteady gait, stocking sensory loss, and antalgia. The impression was mild neuropathy with knee pain and gait disorder. On (B)(6), 2009, the patient complained of having problems with loss of sleep and numbness and weakness in the legs and feet in the past year. Nerve conduction studies and electromyography showed sensory neuropathy in lower extremities. On (B)(6), 2009, the patient was diagnosed with paresthesias of the legs and feet and mild sensory neuropathy.

Manufacturer narrative:
Super poligrip is manufactured in dungarvan, ireland, and neither the product nor lot number for this product was available. (B)(4).